Event description:
It was reported that this pacemaker device exhibited high power consumption as observed during a routine device check prior to a cataract surgery procedure. The boston scientific representative indicated that this patient was lost to follow-up and last had their pacemaker device checked with a programmer over one year ago. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced due to this premature battery depletion behavior. The analysis also indicated with a high likelihood that there is sufficient battery reserve for the device to maintain normal therapy functions for 90 days, after which the device should be replaced, or battery status reassessed. Boston scientific technical services (ts) provided the analysis results to the boston scientific representative. The device remains in-service at this time. No adverse patient effects were reported. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited high power consumption as observed during a routine device check prior to a cataract surgery procedure. The boston scientific representative indicated that this patient was lost to follow-up and last had their pacemaker device checked with a programmer over one year ago. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced due to this premature battery depletion behavior. The analysis also indicated with a high likelihood that there is sufficient battery reserve for the device to maintain normal therapy functions for 90 days, after which the device should be replaced, or battery status reassessed. Boston scientific technical services (ts) provided the analysis results to the boston scientific representative. The device remains in-service at this time. No adverse patient effects were reported.